Event description:
This is filed to report after the procedure, a pericardial effusion was noted. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3. One clip was implanted, reducing mr to 1. After retraction of the steerable guide catheter (sgc) a pericardial effusion of about 4 mm was visible around the right ventricle. There was no treatment performed. In the opinion of the physician the effusion was not hemodynamical relevant and therefore there was no need to treat. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported pericardial effusion could not be determined. The reported patient effect of pericardial effusion is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.